Event description:
(Drug/diluent: ropivacaine 0.2%). (Fill volume: 550ml and flow rate: 8ml/hr). (Procedure: colorectal surgery). (Cathplace: bilateral paravertebral). When nurse depressed bolus, it did not pop back up. The pump was clamped off and nurse waited the allotted time. The catheter was removed and the bolus popped back up. The pump was removed and reconnected to the patient, but the bolus would not pop back up after being depressed. The pump was replaced with another. No adverse event reported.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.